Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light/alarming/red light. The key failure is the pc board is constantly sending pulses to the pilot valve.